Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The existing aus cuff was removed and a new 4.5 cm cuff was placed at the bulbous urethra using perineal approach . The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.